Event description:
The pt developed an infection around the neurostimulator (ins) site. She complained of drainage and soreness at the ins site. An oral antibiotic, levaquin, was administered. The ins site continued to drain and be irritated, therefore, the doctor chose to explant the entire device system. It was noted that her body rejected the device and the device stops all of her pain. The devices will not be returned. Additional info has been requested.

Event description:
The user received questionable high results for potassium on the modular core analyzer. The user said this has been an intermittent issue for a couple of months. The user provided results for three patient samples. Two patient samples gave discrepant results for potassium. Patient sample 1, the initial potassium result run on a plasma sample gave 5.8 mmol/l. This result was accompanied by a data flag. A serum sample collected from the same draw as the initial sample gave a potassium result of 5.0 mmol/l. The initial plasma sample was repeated this yielded a potassium result of 5.8 mmol/l. This result was accompanied by a data flag. Patient sample 2, male, (B)(6). The initial potassium result run from a plasma sample gave 6.3 mmol/l. This result was accompanied by a data flag. Two different serum samples collected from the same draw as the initial plasma sample, were analyzed. The first serum sample gave a potassium result of 4.8 mmol/l. The second serum sample was sent out to another facility for testing by a different method which yielded a calcium result of 7.1 mmol/l. The user could not provide the analyzer or method used for testing at the other facility. The initial plasma sample was repeated which yielded a calcium result of 6.3 mmol/l. This result was accompanied by a data flag. The user said there were no erroneous results reported and patients were not affected. The potassium electrode lot number was m61. The field service representative found a possible problem with the probe. Replaced probe and checked mechanical assemblies with no problems observed. Performance tests were run to verify analyzer performance.

Manufacturer narrative:
Investigation indicated inadequate sample handling and a contaminated sample probe as possible reasons for the high potassium results. Based on information provided the customer was using a sample centrifugation speed of 4000g that was too high. The tube manufacturer recommends a centrifugation speed of 1100 to 1300g for the tube type used by the customer. No further events have been reported by the customer since the field service representative replaced the sample probe. No patients were affected.